Event description:
It was reported that during servicing, a ht70 plus ventilator's overlay did not operate; some damage to overlay was visible. It was reported that the buttons did respond to touch. The ventilator was not in use on a patient at the time of the reported event. To address the issue, a factory service engineer (se) replaced the overlay. The ventilator was to be processed per factory service instructions but has not been completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The se performed testing and all tests passed.